Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was sleeping. Customer's blood glucose was 230 mg/dl. Reportedly, customer put an adhesive patch on the pump which covered the speaker holes. Upon removal of the adhesive patch, customer was able to clear the alarm and resume insulin delivery.